Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant, the patient experienced an effusion which resulted in bradycardia followed by ventricular tachycardia. A temporary pacing wire was attempted but ultimately a pericardial window resolved the issue. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.